Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. Pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump errors found in the pump history , problem isolated to electronic assemblies. Pump was received with minor scratches on case, cracked select button keypad overlay, faded serial number label and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a pump error and a software error. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed and bolus was recorded in the daily history. The insulin pump was returned for analysis.